Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had an unexpected restart alarm on the insulin pump. Customer stated that she was sent a battery cap and it was not working. Customer stated that she changed the battery after the pump started alarming. Customer's blood glucose was 240 mg/dl at time of the incident. Customer also had a displayable history crc check failed on startup alarm and external ram crc error alarm (multiple times) in the alarm history. Customer stated that the pump was note stored or not in use for an extended period of time. Customer stated that the unexpected restart alarm is recurring during normal pump use. Customer stated that the pump keeps restarting. Customer stated that the pump reset the time and date. Customer was advised that the pump will be replaced. Customer was advised to revert to a back-up plan and to discontinue use of the pump.

Manufacturer narrative:
The insulin pump passed displacement test, operating currents, self-test and off no power alarm. However, we were unable to prime during prime test and motor error alarm during basic occlusion test due to faulty force sensor resistor. The motor passed motor test. The insulin pump was received with unexpected restart alarm during battery changed due to broken solder joint at mother board. No external ram crc error alarm noted. External ram crc error alarm noted in the history due to corrupted history file. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads and cracked reservoir tube lip.